Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, wound complications; seroma), patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. A 5.2 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 30 degrees. Proximal aorta was 30 mm in diameter and 30 mm in length. Distal aorta was 19 mm in diameter. Right and left iliac arteries were 8 and 9 mm in diameter, respectively. The right and left femoral arteries were 7 and 6 mm in diameter, respectively. The right and left iliac arteries were mildly tortuous with 0% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 0%. The proximal end of the device was placed with the suprarenal stents crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximal to the internal iliac arteries. Another manufacturer's balloons were used. A type ii endoleak was discovered and left uncorrected. One month post index procedure seroma was reported. No further information was reported. Patient status is continuing. This event was found to be related to the study procedure but not the study device. No intervention is currently planned. Also, the patient experienced a tingling discomfort in their left calf when walking. No further information was reported. Patient status is recovered. This event was found to be not related to the study device or the study procedure. No clinical sequelae were reported.